Event description:
Event description guidant received information that after being in service for one day, this right ventricular lead exhibited loss of capture, due to higher than expected thresholds. There were no adverse patient effects, since the patient had an intrinsic rhythm that occurred after each pacing pulse.